Manufacturer narrative:
The initial medical device report was submitted ¿ (2938836-2015-04455). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that when the patient presented for a routine follow-up, the device was unable to be interrogated with two different programmers. The device was explanted and replaced. The procedure concluded without any issues.